Event description:
Patient presented to hosp ER with inappropriate shocks from medtronic ICD. The ICD was a 3-lead. A total of 46 successive shocks were delivered at varying energy levels, mostly high energy shocks, between 4.30am and approx 9:00am. During that period the hosp attendant had difficulty getting the ICD to respond to a program for shutting off the ICD as shocking was rather violent and the battery, less than 2yrs old, was being drained. The pt had been on coumadin with an inr too high for possible stat surgical intervention. At approx 8:00 pm three days later, a medtronic rep arrived at bedside to interrogate the ICD. That data was e-mailed to medtronic in minn for analysis -class I device failure analysis?- the 46 inappropriate shocks were attributed to a fractured lead screwed into the wall of the right ventricle. Explanting was indicated. The pt's blood clotting factor, -inr- was stabilized over the next several days, and 4 days later, the fractured lead -medical device model 6949, 65cm, implant date 2004 was explanted and replaced with a new and exact same model 6949 lead in the same surgical setting. The pulse generator, model number 7289aa, model name is in sync ii marquist, implant date 2006 had a low battery and was explanted and replaced in the same surgical setting with a medtronic model name concerto model number c154dwk. The pt was on a telemetry throughout his inpatient stay. An emergency access port directly into the jugular was stitched -anchored- in place at time of surgery and removed two days later. The ordeal of 46 successive and inappropriate shocks, having the protection of coumadin stopped having been informed of high mortality surgery risk factors with potential heart perforation, being implanted with the same model 6949 right ventricle lead, and anticipation of the emergency jugular -temporary- access line took an obvious psychological toll on pt. The severity of the device failure and its effect on human cannot be overstated.